Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.

Event description:
It was reported to philips that the device failed self-check. The therapy pca board was replaced and the device passed operational testing. This was a malfunction of the therapy pca board. The device remains at the customer site and no further evaluation is required at this time. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.